Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room after multiple issues with the pump (possible button/battery issue). Customer did not provide further details regarding the event to confirm what device issue occurred.